Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of the alleged defect reported, it is necessary to evaluate the sample involved on this complaint. However material from our current inventory was functionally inspected according to (B)(4), and no issues were detected that can lead this customer complaint. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges ""after an extubation, a nebulizer was used for a adrenaline nebulization. After few minutes, there was still no nebulization." Alleged malfunction reported as occurring during use. It was reported the nebulizer was changed and there were no clinical consequences to the patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects or anomalies were found. It was observed that there was residue was on the jet, jar, and cap. During the microscopic examination, it was found that residue was sitting inside of the orifice of the jet and the tubing was kinked/bent. A functional inspection was performed to determine if the nebulizer was misting. The returned tubing was used to connect the nebulizer unit to the air flowmeter. 5cc of water was added to the returned nebulizer unit and tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. Functional testing indicated a mist was produced from the chamber of the nebulizer. Based on the investigation performed the reported complaint could not be confirmed. There were no issues found with the returned sample. The device functioned as intended.

Event description:
Customer complaint alleges ""after an extubation, a nebulizer was used for a adrenaline nebulization. After few minutes, there was still no nebulization." Alleged malfunction reported as occurring during use. It was reported the nebulizer was changed and there were no clinical consequences to the patient.